Event description:
Baxter (B)(4) received a report that an unknown quantity of baxter intermates sv200 showed leakages at the level of the distal luer lock. During the past few weeks, several units showed leakage after the filling steps prior to be connected to the patient. There was no report of patient involvement, medical intervention. No sample available. No additional information.

Manufacturer narrative:
(B)(4). Leak condition was not confirmed due to sample unavailability. Complaint sample was not available, a physical evaluation of the reported condition could not be conducted, therefore no definitive conclusion can be reached in regards to confirmation of the reported complaint condition. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was performed which found no nonconformances.